Event description:
Due to a manufacturing issue, two lots of axsym ausab reagents could result in the generation of both false reactive and false nonreactive results. The affected lots met all in-process and final release testing specifications. The manufacturing document (mf) contained an error resulting in the incorrect ratio of two components used in the manufacturing of the axsym ausab reagents. The mf has already been corrected. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.